Event description:
The pt fell getting out of a hammock and felt no stimulation after the incident. X-ray results showed one of the leads had advanced from t9 - t5. Impedance readings for that lead were > 3600. The pt elected not to proceed with revision surgery at this time. No other symptoms or outcome were reported. Additional info has been requested, a follow-up report will be submitted if additional info becomes available.